Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 800.8000. A review of the device history record for sn (B)(6) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support -- 1. If power on and get a 255-16-275 error everytime, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
The customer reported an error code 800.8000 . No patient involvement is noted.

Event description:
The customer reported an error code 800.8000 . No patient involvement is noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 800.8000. A review of the device history record for sn (B)(6) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. If power on and get a 255-16-275 error every time, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error message for a software fault. There was no patient involvement.